Event description:
The following has been reported: pump issue: physical damage: casette holder damaged, IV still inside a preliminary review of the logs identified the following issue: mechanical hardware failure (cassette release button) the device returned for cassette release button breakage. There is no observable damage to the release button and it is actuating normally. There is however damage to the lever arm, it is broken apart. Additionally the fva pins were seized shut due to excessive contamination buildup. The fva pins were cleaned and the lip seals will be replaced. Reporting as a conservative measure for the fva pins seized shut. No adverse effects were reported.